Manufacturer narrative:
Concomitant medical products: 5076-52,lead,implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were getting an extra nine beats per hour from the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No further patient complications have been reported as a result of this event.